Manufacturer narrative:
A field service engineer (fse) inspected the instrument and discovered a piece of split peri-pump tubing that was causing the leak. The fse replaced all peri-pump tubing, cleaned out the spill from the interior of the instrument, and verified incubator belt alignment. The fse verified hardware after completing service by performing a system check and qc which passed within the customer's established ranges. Hardware is the root cause of this event.

Event description:
A customer called beckman coulter inc., (bci) hotline reporting a fluid leak by the peristaltic pump that was dripping down onto wiring and a board on access 2 immunoassay system. The customer indicated they could not determine the origin of the leak. The customer confirmed to hotline there was no exposure or injury as a result of this event.